Event description:
It was reported that during a gastric bypass procedure, the first device could not be activated. The second device could not be activated either. The third device did function properly, however, when the surgeon attempted to cut through a mash the active blade broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient. Was there any contact with metal or plastic during activation for the device? No. Was there any transection across staple lines? No. Did any piece of the blade fall into the patient? No.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Only 1 device received. The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed. Blade tip was not broken off. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the (B)(4) metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.